Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein lead extensions were implanted to give room for more maneuver. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing pulling sensation at the lead site causing discomfort. The patient will undergo a revision procedure wherein a lead extension will be added.

Event description:
A report was received that the patient was experiencing pulling sensation at the lead site causing discomfort. The patient will undergo a revision procedure wherein a lead extension will be added.